Event description:
The customer in jordan informed schiller ag that the device displayed faulty blood pressure readings which are too high. The patient did the test on another device.

Event description:
The customer in jordan informed schiller ag that the device displayed faulty blood pressure readings which are too high. The patient did the test on another device.